Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was not returned with the stent for analysis; therefore, inflation testing could not be performed on the device. Before sterile packing of the device a vacuum decay test is performed on each unit, any unit with damage or leaks in the hypotube or balloon that could cause inflation failure would fail at this step and be scrapped accordingly from the batch. The stent was returned loaded on a pigtail mandrel and partially covered by a stent protector. The stent was damaged with struts misaligned and crushed. It was not possible to remove the stent protector as the pigtail section of the mandrel was stuck inside the protector preventing removal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 27 june 2017. It was reported that failure to inflate the stent delivery system (sds) occurred. A 3.00x38mm promus element¿ plus stent delivery system was advanced to the calcified lesion and the sds balloon was not able to be inflated. There were no patient complications and the patient's status was stable. The procedure was completed with a non-bsc stent. However, the return device analysis revealed stent damage and that the stent had dislodged from the delivery system. The stent dislodgement occurred outside of the patient after the device was removed.